Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer completed the fill process again to resovle the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Load fill tubing - undefined was not verified. High bg undefined issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.